Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device became stuck in the tibial artery, which was heavily calcified, during the procedure. The device could not be removed manually or with the aid of a guide catheter; it was removed surgically. The patient was stable following the surgical procedure.